Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that dr (B)(6), he clarified that he had actually inserted and locked the lead into the battery header block when he noticed the fractured lead. He then disconnected the damaged lead from the battery and explanted it.

Manufacturer narrative:
Product analysis #234724494: analysis information -- (B)(4) 2018 09:31:51 cst pli# 10 product ID# 3889 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the outer insulation on the lead was cut. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: return product received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a consumer with an implantable neurostimulator (ins). It was reported that the during the stage 2 implant the physician tugged on the lead from the header, and the plastic portion from the electrodes that went into the header block was fractured and the lead was exposed. The physician implanted a new lead and no patient injury was reported. Caller would be sending the lead back for analysis. No further complications reported. No symptoms reported.